Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump was received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. The insulin pump passed the delivery accuracy test at 0.08760 inches. The insulin pump was received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked lcd keypad connector.

Event description:
The customer called to report high blood glucose of over 600 mg/dl and required medical intervention. The customer also reported that they had diabetic ketoacidosis. The customer was treated with insulin drip. Troubleshooting determined the insulin pump failed due to the intermittent button response. The insulin pump will be returned for analysis.